Event description:
It was reported that devices were used during a laparoscopic nissen fundoplication procedure. The device inner seals tore. There were many devices exchanges leading up to the tear of the inner seal. Opened another device to complete the case. There was no consequence to pt.